Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an express sd balloon catheter.the outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed that the stent is damaged 10cm from the distal end and it is no longer in the manufactured position. Microscopic examination revealed damage to the tip. Inspection of the remainder of the device presented no damage or irregularities.

Event description:
It was reported that stent dislodgement occurred. The stenosed target lesion was located in the renal artery. A 4.0mmx19mmx150cm express vascular sd stent was selected fo use. However, it was noted that the stent fell off during unpacking. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.

Event description:
It was reported that stent dislodgement occurred. The stenosed target lesion was located in the renal artery. A 4.0mmx19mmx150cm express vascular sd stent was selected fo use. However, it was noted that the stent fell off during unpacking. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.